Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd879924 which revealed voids were noted in the pouch seal during manufacturing. "Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot." The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of a patient who made a mistake/touch contamination and peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On an unreported date, the patient experienced touch contamination. On an unreported date in (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized. Further information was received from the pd nurse. Treatment included ip vancomycin (dose, start/stop dates, and frequency not reported). On an unreported date in (B)(6) 2011, the patient completed the course of ip vancomycin and the peritonitis was resolved. The nurse reported that the peritonitis with culture positive for (B)(6) was unrelated to dianeal therapy and did not comment on or provide an opinion of causality for the event of pt made mistake/touch contamination reported by the consumer.